Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 08-sep-2023 h6: investigation summary the customer returned (15) open 31g 8mm pen needles, reporting needle clog. The returned samples were visually inspected and observed all pen needles with bent cannula npe. A functionality clog test could not be performed due to bent cannula npe. Most likely the customer reported failure occurred due to a bent npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 10 of the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) were unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported 10 pen needles finding needle clogs during injection

Event description:
It was reported that 10 of the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) were unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported 10 pen needles finding needle clogs during injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.